Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Initial reporter is patient. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: patient reported complaint: it was reported that initially patient suffered skiing accident in (B)(6) on (B)(6) 2017 and underwent surgery for a torsional fracture to left tibia and multiple fractures to left humerus. Patient was implanted with a tibia nail in tibia and a humerus plate and locking screws in left proximal humerus. After 24 hours of the initial surgery, the surgeon decided that it was necessary to repeat the surgery on the humerus in order to replace one of the locking screws used to fix the humerus plate which has been assessed to be "too long". So they were replaced the day after the initial surgery on (B)(6) 2017. After that replacement, the screws still seem too long but no further action has been taken to replace them. This report captures the revision surgery performed on (B)(6) 2017 due to too long screw. Post-op event of pain and re-operation on (B)(6) 2019 to remove the tibia screws (but not the nail) has been reported under related complaints (B)(4). This report is for an unknown locking screw. This is report 1 of 1 for complaint pc-(B)(4).